Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient on their e602 analyzer. The customer stated the results were reproducible out of the same sample tube and another bleeding. Additional details were requested but not provided. The customer stated a check in another laboratory gave normal ft3 and ft4 results. Information on what type of analyzer was requested but not provided. The patient's initial ft3 result was 7.49 ng/l. The repeat result was 3.7 ng/l. The patient's initial ft4 result was 2.21 ng/dl. The repeat result was 1.07 ng/dl. It was not clear if these results came from the same sample. Clarification was requested but not provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The ft3 and ft4 reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A patient sample was returned for investigation. Due to the small amount returned, a complete investigation was not possible. The presence of an interfering factor could not be detected nor excluded.